Event description:
Info received indicates the head section will not lower.

Manufacturer narrative:
The tech found a loose control cable at the control box. The tech reconnected the cable to repair the bed.